Manufacturer narrative:
Block h6: imdrf device code (a050702) captures the reportable event of (device failure to cut).

Event description:
It was reported to boston scientific corporation that a sensation snare was used in the digestive tract during an endoscopic polypectomy procedure performed on (B)(6) 2026. During the procedure, the physician tried to cut a polyp, but the loop continuously slipped off the surface of the tissue, and the support was insufficient due the working length being too short. As a result, the snare was unable to successfully cut the target polyp. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event. The patient condition following procedure was stable